Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the provided charging cable and wall adapter, and attempting different charging methods. There was no adverse impact to the customer¿s blood glucose level reported. Cts decided to send a replacement pump and instructed the caller on returning the faulty pump, ensuring that insulin delivery would continue using an alternate method until the customer received the updated pump.